Manufacturer narrative:
Zimmer biomet complaint: (B)(4). The cut blocks were received in poor condition and did exhibit indications of extensive use particularly around the area of the slots in which oscillating saws make contact. Also,water stains are evident on the surface of the cut block as well. The DHR and the inspection criteria (B)(4) were reviewed and appear to be satisfactory. Due to the age of the cut block, this would suggest that the cut blocks had seen extensive uses and thus the associated exposure to cleaning agents, water and improper drying contributed to the discoloration. Review of device history records found these units were released to distribution with no deviations or anomalies. Review of complaint history found no additional issues for these parts/lots. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Spotting on the surface.